Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced a pod-site infection while wearing the pod on the leg for approximately 49 to 71 hours. The legal guardian (lg) reported that during pod wear, the patient developed immense pain, followed by fever, a lump, and liquid drainage at the pod site. The diabetes team was contacted and advised removal of the pod and medical evaluation. The pod was removed at home, at which time a lump and drainage were observed at the site. The patient was taken to a general practitioner on (B)(6) 2025, where the site was diagnosed as an infection. The visit lasted approximately one hour, and antibiotics were prescribed for a seven-day course. The pod was not worn during medical attention. Symptoms resolved following treatment. A new pod was applied successfully after the event.